Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a skin infection at the ipg site and pain at the incision site. The physician believed it was not device or procedure related but due to patient's hygiene. The patient was placed on antibiotics and was doing well.